Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient age at time of event, weight, and ethnicity and race were not provided for reporting. Upc #: (B)(4), lot #: 3467a, exp date: na, UDI #: (B)(4). Device is not expected to be returned for manufacturer review/investigation. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 6, 2017. (B)(4). This is 1 of 3 med-watches being submitted as three devices were involved in this event. See medwatches 2214133-2020-00044; 2214133-2020-00045. The same patient is represented in each medwatch. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Consumer reported an event with j&j band-aid brand first aid hurt free non stick pad on (B)(6) 2020. The consumer was using the product to cover up three wounds. The product removed her skin and she had an allergic reaction, some redness and swelling and pain to bend the arm. The consumer sought medical attention from a health care professional (hcp). The hcp prescribed an unknown antibiotic. The consumer is still experiencing symptoms of swelling and redness. This is 1 of 3 med-watches being submitted as three devices were involved in this event. See medwatches 2214133-2020-00044; 2214133-2020-00045. The same patient is represented in each medwatch.